Manufacturer narrative:
Patient¿s weight is not provided for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes drill bit and drill guide broke intraoperatively during a revision surgery of a competitor's implants on (B)(6) 2017 for a finger open reduction internal fixation (orif) due to a non-union of the fracture. During surgery, a synthes drill bit broke and a piece of the drill bit became caught in the drill guide causing the guide to break. All fragments were removed successfully with nothing remaining behind in the patient. A surgical delay of 2-3 minutes was noted due to opening of a new set and obtaining back up instruments. No additional medical intervention was required. Procedure completed successfully. Patient is listed as stable. This report is for one (1) 1.5mm drill bit this is report 1 of 1 for complaint (B)(4).